Event description:
It was reported that upon malleting the implant into the patient's lumbar spine at l5-s1, the cage cracked and a piece broke at the point of attachment in the area of the threaded rod; the fractured piece was recovered. The implant and first plate were removed and new ones were placed to complete the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that upon malleting the implant into the patient's lumbar spine at l5-s1, the cage cracked and a piece broke at the point of attachment in the area of the threaded rod; the fractured piece was recovered. The implant and first plate were removed and new ones were placed to complete the procedure without patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not provided. Device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to not using the starter awl or inserting the plates off-axis. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.